Manufacturer narrative:
This device was returned, however analysis is not required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device system was explanted due to infection/sepsis. This system has not been replaced at this time. No additional adverse patient effects were reported.